Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. No blank display noted. No damage found on the lcd isolation tape noted. No moisture damage was noted on the electronics, motor, vibrator motor, or battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
It was reported that the customer had several battery failures and was unable to turn the pump back on. The customer stated that she had battery failure issues for three to four weeks. The customer had already reverted to her back-up due to pump failure. The customer's blood glucose was unknown. Troubleshooting was done. Advised customer to insert a new aaa (B)(6) battery. Customer stated that the display did not return. The customer stated that the insulin pump may have been exposed to moisture due to perspiration from exercising. The customer also mentioned a crack on her insulin pump near the battery compartment. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).